Event description:
Per the clinic, the patient experienced intermittent connection to the internal device however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, june 01 2020.